Event description:
The facility reported an intermate in which the distal luer was separated from the tubing before use. The raw end of the tubing was exposed. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The distal luer was not returned with the unit. Visual examination confirmed the reported condition of separated distal luer. The luer post was broken off at the base of the stem near the tubing. Based on the evaluation, broken/cracked luer near the base of the stem is due to stress from the packaging design. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the sample. There are no nonconformities, failures, rework, or deviations documented in the batch record that could be associated with the reported problem. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported problem. A batch review has been conducted which revealed product met all of the acceptance criteria for release. This issue was escalated to corrective and preventative action (CAPA).